Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack across the lcd screen. The blood glucose reading is 517 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to flattened button dome switch. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked and bleeding lcd glass. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button.